Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose above 600 mg/dl while wearing the pod on the back for between 1 and 4 hours. The pod alarmed and got deactivated. The patient visited a walk-in medical center the patient's heart rate and urine was tested. Patient was diagnosed with hyperglycemia, high blood pressure and tachycardia. Lots of fluids were provided for treatment. Patient was released after 2 hours.